Event description:
(B) (4). Initial report and follow-up information received on 01/30/08: after review of the information provided, this report has been upgraded to serious, medically important. The initial report was received from a consumer via our affiliate in (B) (4) ((B) (4)). Follow-up information was received from a nurse. A ptc (product technical complaint) has been initiated for this report: global ptc (B) (4) and local ptc (B) (4). This report involves a female patient (age not provided) who was administered sculptra in (B) (6) 2007 for aesthetic use (dosage is unknown). No medical history or concomitant medications were indicated. The patient reported that she received sculptra (poly-l-lactic acid) in (B) (6) 2007 for aesthetic use. She has previously used sculptra with no problems. In (B) (6) 2007, she developed a large, visible, spongy lump, which is the "size of a tomato" on her cheek. The lump is not hard and she has another smaller lump near her eye. The patient went back to her practitioner and has received two separate treatments of water and saline injections, which have had no effect. No additional injections of sculptra have been administered. This patient outcome was not reported. Additional information was received on the same day from the nurse who administered the sculptra. The nurse states that the previous treatment was administered by the other practitioner and there may have been some injection on top of the previous treatment. The patient did not massage the area and the lump in her neck is palpable, but not visible. Addendum for follow-up received on 02/01/08: global ptc # (B) (4) results. Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B) (4). The view of the dhrs (device history reports) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Manufacturer narrative:
Initial report and follow-up information received on 01/30/2008: after review of the information provided, this report has been updated to serious, medically important. The initial report was received from a consumer via our affiliate in (B) (4) ((B) (4)). Follow-up information was received from a nurse. A ptc (product technical complaint) has been initiated for this report: global ptc (B) (4) and local ptc # (B) (4). This report involves a female patient who was administered sculptra in (B) (6) 2007, for aesthetic use (dosage is unknown). The patient reported that she received sculptra (poly-l-lactic acid) in (B) (6) 2007, for aesthetic use. She has previously used sculptra with no problems. In (B) (6) 2007, she developed a large, visible, spongy lump, which is the "size of a tomato' on her cheek. The lump is not hard and she has another smaller lump near her eye. The patient went back to her practitioner and has received two separate treatments of water and saline injections, which have had no effect. No additional injections of sculptra have been administered. The patient outcome was not reported. The nurse states that the previous treatment was administered by the other practitioner and there may have been some injection on top of the previous treatment. The patient did not massage the area and the lump in her neck is palpable, but not visible. Addendum for follow-up received on 02/01/08: global # (B) (4) results. Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B) (4). The view of the dhrs (device history reports) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.